Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency medical service due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl. The customer's current blood glucose is 120 mg/dl. The customer did experienced the symptoms such as unconscious. The customer was treated by food. Troubleshooting was done for low blood glucose and over delivery. The customer was wearing the insulin pump during the hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was in auto mode. Customer stated that insulin pump had back side near battery compartment was damaged. Customer declined to troubleshooting for high or low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).